Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's left ventricular lead exhibited noise oversensing causing pacing inhibition. It was also reported that externalized conductors were noted on the left ventricular lead during an unrelated device changeout procedure on (B)(6) 2015. No interventions were performed. The patient was in stable condition. Additional information received noted that the left ventricular lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the patient's right ventricular lead exhibited noise oversensing causing pacing inhibition. It was also reported that externalized conductors were noted on the right ventricular lead during a unrelated device changeout procedure on (B)(6)2015.no interventions were performed. The patient was in stable condition.